Event description:
The physician reported that the patient complained during the regular follow-up that clatter sound is confirmed when tapping around device implanted area, which was subsequently confirmed by the physician. No anomaly of pacemaker function was identified. A reintervention was performed a few days later to replace the device and it was indicated that there was no anomaly relative to the an x-ray image or to the exterior, but the reported clattering was re-confirmed. The patient also indicated that the clattering was recently identified in (B)(6) 2014.

Event description:
The physician reported that the patient complained during the regular follow-up that clatter sound is confirmed when tapping around device implanted area, which was subsequently confirmed by the physician. No anomaly of pacemaker function was identified. A reintervention was performed a few days later to replace the device and it was indicated that there was no anomaly relative to the an x-ray image or to the exterior, but the reported clattering was re-confirmed. The patient also indicated that the clattering was recently identified in (B)(6) 2014.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported clattering within the device, and conformance to established specifications was confirmed.

Event description:
The physician reported that the patient complained during the regular follow-up that clatter sound is confirmed when tapping around device implanted area, which was subsequently confirmed by the physician. No anomaly of pacemaker function was identified. A reintervention was performed a few days later to replace the device and it was indicated that there was no anomaly relative to the an x-ray image or to the exterior, but the reported clattering was re-confirmed. The patient also indicated that the clattering was recently identified in (B)(6) 2014.

Event description:
The physician reported that the patient complained during the regular follow-up that clatter sound is confirmed when tapping around device implanted area, which was subsequently confirmed by the physician. No anomaly of pacemaker function was identified. A reintervention was performed a few days later to replace the device and it was indicated that there was no anomaly relative to the an x-ray image or to the exterior, but the reported clattering was re-confirmed. The patient also indicated that the clattering was recently identified in mar 2014.

Manufacturer narrative:
The attached investigation report was inadvertently excluded from the previous follow-up submission. (B)(4).